Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient came to clinic for device check, many pacemaker-mediated tachycardia episodes were observed. Programming changes were made and no more issues were noted since then. Patient was fine.